Event description:
The facility representative reported a pump with failure code of 814:04. Information was not provided regarding whether the event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and the failure code 814:04 was confirmed due to a defective pump head module. Service replaced the phm and tested the device. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.